Event description:
It was reported that, "during the procedure the definitive shell was significantly paler in colour than normal. Unfortunately the implant was inserted before a photo could be taken."

Manufacturer narrative:
Device not returned, still implanted in pt. No eval will be performed. If device becomes available a supplemental report will be issued.